Event description:
Medtronic received a report that when the helix coil was inserted into sl10 catheter, the coil was removed due to discomfort. When the coil was removed, it was found that the coil had detached. The coil was slightly protruding from the sl10 hub. There was coil breakage/early detachment. The coil was removed from the body and hub using a puncture needle. There was no surgical or medicinal intervention required. It was unknown if there was any deformation or breakage in the delivery pusher. There was resistance during delivery. The coil was not repositioned. The physician did not attempt to detach the coil. The delivery pusher did not rotate inside the patient. Continuous flush was administered during the procedure. The preparation of the device followed the instructions in the package insert. No health damage was present. The patient was undergoing surgery for treatment of a spindle shaped, unruptured right m1 downward aneurysm with a max diameter of 9mm and a 3.5mm neck diameter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.